Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly-corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A confirmed pump motor stall was reported initially. It was stated that the healthcare provider (hcp) was managing the patient with orals. It was later reported that the device was replaced due to premature motor stall/battery depletion. A dye study was performed, results were not provided. Patient outcome was noted as recovered without sequela. Drugs delivered via the device were noted as fentanyl, clonidine, baclofen and bupivacaine.

Manufacturer narrative:
Catheter model: 8711, serial #: (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4). Analysis results were not available as of the date of this report; a follow-up report will be sent when it is completed.